Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted and returned to operating room due to a severe driveline infection. Surgical wound exploration and debridement were performed.